Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) had tilted. The patient underwent an ipg explant procedure and the explanted device was not returned. No further information could be obtained despite good faith efforts.